Event description:
Staff was administering a flu vaccine and during administration while removing the needle the needle unscrewed form the syringe. Needle unscrewed from safety lock without being turned. FDA safety report ID #(B)(4).